Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead would not pass thru superior vena cava (svc) to the right atrium and it kept getting hung up in the vein. The lead was extracted so a longer introducer could be placed. The physician noticed the helix was already partially extended and this was the cause of the lead was unable to pass thru the svc. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.